Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a compromised force sensor system alarm on the insulin pump. Customer stated that he hasn't used the pump since (B)(6) 2016. Customer stated that he had a visit to the emergency room for high ketones but was not admitted. Customer stated that he has dropped the pump as he has had it for 7 years. Customer stated that the drive support cap is sticking out. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, self test and unexpected restart error tests. All operating currents were within specification. The off no power alarm functioned properly. The pump was unable to prime during the prime test due to a faulty force sensor resistor. No compromised force sensor system alarms were noted. Unable to perform the occlusion or excessive no delivery tests due to the prime/fill anomaly. The drive support disk was inspected and no anomaly was noted. The pump had minor scratches on the display window, a scratched case, cracked battery tube threads, a cracked reservoir tube, a scratched reservoir tube window, a cracked reservoir tube lip and a missing end cap sticker.